Event description:
This lead was implanted on (B)(6) 2009 and explanted on (B)(6) 2012 due to insulation issues and noise on the lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).